Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage transformer. System operates as intended.

Event description:
The customer reported the system displayed an over load fault after x-rays were initiated. This error will cause the system to shutdown. No patient injury was reported.